Event description:
It was reported that the patient underwent vns explant due to infection. Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, the devices passed all quality measures, and no unresolved non-conformances were found prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device return and evaluation is not required as the cause is known and evaluation will add no value to the investigation.